Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible since the image disc was full. Review of the system log file showed frontal ip-pc malfunction. The fse replaced the ippc and 3 hdd and reloaded the software. After replacement of the ippc and 3 hdd with the reloaded software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image disk for the allura device was full, which prevented exposure. No harm was reported to philips. Philips has started an investigation of this complaint.